Manufacturer narrative:
Premarket 510k numbers: k163248, k151895. (B)(4). One acquire pulmonary needle was received by boston scientific. Analysis of the returned device revealed that the distal tip of the needle was detached from the device. The detached needle tip was received for analysis. No other issues were noted. The broken needle could be the result of a bending in combination with a force during procedure. It is possible that operational factors, such as user technique/handling during procedure, contributed to the observed issue. Based on the information available and the analysis performed, the most probable cause is adverse event related to procedure since the event occurred during the procedure and the device had no influence on the event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that an acquire pulmonary olympus needle was used during an endobronchial ultrasound (ebus) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the needle was stuck when they pulled out the scope and the needle was sticking out. The procedure was completed with an olympus needle. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed an MDR-reportable event based on the investigation results which revealed that one portion of the needle was returned broken.